Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked, rendering the display unreadable and leading the user to discontinue pump therapy and transition to multiple daily injections; a replacement device was arranged, and the original device was returned. Symptoms included hyperglycemia with a reported peak of 400 mg/dl without dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included temporary interruption of insulin pump therapy and use of backup manual injections; no professional medical intervention or ketone positivity occurred. Investigation included review of the complaint details and device return logistics. Investigation of this device revealed physical damage to the user interface display consistent with a broken or cracked screen, which affected the user¿s ability to view information and continue pump use. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to device damage and loss of function of the display.